Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose level displayed "high" however, the specific value was not known. Elevated glucose level was addressed by manual insulin injection. Pump eventually began charging using original charging supplies, resolving the issue.